Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (resume error, critical error found) occurred on a homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.